Manufacturer narrative:
Updated data: b5 - event description h6 - patient and device codes additional codes - img component code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve (B)(6) implant, the valve dislodged upward. It was decided to implant a second valve but the second valve could not bereleased due to the downward dislodgement of the first valve. No second valve was implanted. Per the physician, the possible cause of death was aortic dissection but no autopsy was performed and the cause of death could not be confirmed. The patient had aortic stenosis and per the physician, the patient's comorbidities contributed to their death.

Manufacturer narrative:
Updated data: b5: event description continuation of d10: product ID: envpro-16; product lot/serial number: (B)(6); product type: delivery catheter system (dcs); h6 - device and method code for the concomitant product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that prior to the valve implant, a pre-implant balloon aortic valvuloplasty (bav) was performed. During the valve (f583011) implant, the valve dislodged aortic. According to the physician, the first valve implant and second valve implant attempt contributed to the aortic dissection.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load as seen in the provided images. A pre balloon aortic valvuloplasty (bav) was performed prior to the valve implant. There was evidence of at least one partial recapture during deployment of the valve. Prior to final release, depth assessment was performed and confirmed to be approximately 5mm below the non-coronary cusp (ncc) and 5mm below the left coronary cusp (lcc). Evidence showed the valve dislodged after release; however, the valve dislodgement was not captured on the film imaging reviewed, thus the cause of the dislodgement cannot be confirmed. It was reported that a second valve was attempted to be implanted but the dislodged valve moved downward and possibly caused a dissection. Images of the second valve implant attempt were not provided thus it is not possible to validate this statement. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a second valve was required for an unknown reason. During the procedure, cardiac arrest occurred and the patient died.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut pro transcatheter aortic valve; product ID evolutpro-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date continuation of d10: product ID envpro-16; product lot/serial number unknown; product type: delivery catheter system (dcs) implant date na; explant date na product ID l-envpro-16 product lot/serial number unknown product type: compression loading system (cls) implant date na; explant date na product ID envpro-16; product lot/serial number unknown; product type: delivery catheter system (dcs) implant date na; explant date na product ID l-envpro-16 product lot/serial number unknown product type: compression loading system (cls) implant date na; explant date na. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.